Event description:
It was reported by dealer that the tdxsr-cg power chair is acting erratically under braking. Dealer advised chair turns to the left under braking. Left brake does not hold completely and drags when sitting still.